Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), perforation ('perforation') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstruation, subchorionic hemorrhage and umbilical cord around neck. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included morbid obesity, hypothyroidism and papanicolaou smear normal. Concomitant products included levothyroxine, nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient was found to have melanocytic naevus ("rashes or skin conditions type: moles"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), fatigue ("fatigue") and mood swings ("mood swings"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (essure removed). Essure treatment was not changed. At the time of the report, the device dislocation, perforation, pelvic pain, menstrual disorder, fatigue, mood swings, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, anxiety, melanocytic naevus and weight increased outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, fatigue, melanocytic naevus, menorrhagia, menstrual disorder, mood swings, pelvic pain, perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2006: result: moderate to large subchorionic hemorrhage and probably early iup as described. No fetal heart rate demonstrated at this time. Close follow up suggested. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received- new event migration and perforation was added. On 28-jan-2020: pif received- removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.